Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarm. Customer's blood glucose was approximately 560 mg/dl with high ketones. Customer delivered an insulin bolus via pump to address elevated blood glucose level. Customer reverted to manual insulin therapy until he received new type of infusion set and occlusion has not recurred.